Manufacturer narrative:
N/a

Event description:
The following has been reported: clinical value analyst reported: defective tubing. They have the tubing and cracks in tubing have one set of tubing. Had a patient that nurse went to disconnect their primary IV tubing from their piv and part of the tubing snapped off into the IV port. Nurse ended up exchanging the piv connector and getting new tubing. This morning nurse was hooking her back up and noticed the new tubing was cracked. Nurse took a picture of it, but wanted to put it on radar. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component. Probable root cause could also be improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was issued in order to determine exact root cause. The current process controls detection includes post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. Sampling visual inspection is performed for rotating luer lock at incoming inspection area.